Event description:
It was reported that during an unknown procedure, the trocar was leaking. The same device was used to complete the procedure. There was no adverse consequence to the patient reported. Device was discarded. No additional information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.